Manufacturer narrative:
The cartridge products were not returned. The exact handpiece model was not provided. The viscoelastic indicated is not qualified for use with the cartridge/iol/handpiece combinations indicated. A dvd was provided. The dvd was reviewed. In all cases, the trailing haptic was observed extended back on top of the plunger. The lenses unfold to the right as they are inserted with the trailing haptic held by the plunger. Based on the video evaluations the root cause appears to be related to the plunger/trailing haptic positions. The plunger does not appear to be fully advanced outside the tip of the cartridge during the deliveries. Since the gusset area of the trailing haptic is observed extending back on top of the plunger this is not allowing the haptic to release properly from the device. The trailing haptic that is still in the nozzle will not allow the left side of the lens to unfold. The right side (leading optic) is unfolding fully before the trailing haptic can release causing the "tilt" during delivery. The root cause may also be related to a failure to follow the dfu. The handpiece indicated is not qualified for use with certain iol models. The viscoelastic (ovd) indicated is not qualified for use with the cartridge/handpiece combinations indicated. The use of non-qualified product combinations may cause delivery issue and/or damage. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. This may also be related to the lens being loaded with less "tuck" of the trailing haptic. (B)(4).

Event description:
In a follow up, the reporter indicated that during the injection of the iols, an unapproved viscoelastic and hand piece were used. Events were also clarified with more distinct details. Additional supplemental device reports related to the specific events are being filed. The events of this file have been categorized as the lenses delivered in a vertical position.

Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. (B)(4).

Event description:
An ophthalmic room supervisor reported during an intraocular lens (iol) implant surgery the lens was delivered in a vertical way from the cartridge causing corneal edema. The iol went out like a shot. This required that the iol had to be turned over after delivery in the capsular bag causing corneal edema. Additional information has been requested.